Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.

Event description:
Additional information was received that the wireless software update was performed and the elective replacement indicator (eri) message cleared.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. It is unknown if the indicator triggered earlier than intended. Troubleshooting is pending to update the software. The device is providing therapy.